Manufacturer narrative:
(B)(4). The device was not returned for evaluation but a device history review was obtained for lot number 73597. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to this complaint.

Event description:
On (B)(6) 2018 a (B)(6) female patient that is enrolled in the (B)(6) trial underwent an off pump convergent procedure. The patient was heparinized. There were no reported procedure complications. On (B)(6) 2018, the patient was seen in the clinic for a follow up echocardiogram where she complained of fatigue and shortness of breath over the last week and a cough for two days. The echo revealed a moderate pericardial effusion and the patient was transported to the emergency department for a direct admit. A pericardial window was performed on (B)(6) 2018 for drainage of the pericardial effusion. The patient tolerated the procedure well and was discharged home on (B)(6) 2018. There was no reported device malfunction.